Manufacturer narrative:
(B)(4).

Event description:
A manufacturer representative reported a consumer had gone through an airport metal detector. The consumer indicated she was experiencing stimulation on/off and was not sure it was happening on a specific position. Prior to the airport, the consumer felt fine. Impedances were within normal limits, orientation was re-orient; reported there was no issue with orientation, representative just did it just in case. The representative noted reprogramming was done and the consumer was given a program without as (adaptive stimulation). Follow-up was being performed to determine device information, further troubleshooting performed, and further actions/interventions taken. If received, this event will be updated.

Event description:
Additional information received from the representative reported no further troubleshooting was performed and further actions/interventions were noted as more programming. The serial number was not available.